Event description:
Customer reported via phone call to have received a check settings alarm. Customer's blood glucose was 517 mg/dl. Customer also reported to have had a bent cannula when changing infusion set. Customer was advised that check settings alarm was normal and to monitor insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.